Event description:
Starmed ultra nitrile glove noted to be damaged when removed from the box. One glove was stuck inside another glove. Gloved appeared to be matted or melted together. Glove available for return to manufacturer. This is a recurring problem. The manufacturer has been notified. Multiple affected product samples have been returned. The problem continues. Multiple lots within multiple catalog numbers are affected. Manufacturer response for healthcare gloves, starmed ultra nitrile s (per site reporter). Quality event report submitted to manufacturer.